Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the brake cable wedged between the brake block and the bearings. The technician replaced bearings and adjusted the cable to repair the bed.